Manufacturer narrative:
Voluntary medwatch mw5120582.

Event description:
It was reported that the lead was exhibiting over-sensing. No further information is available. No patient symptoms were reported.